Manufacturer narrative:
To date, although multiple attempts have been made to gather information and clarification, no information has been provided by either the facility or physician involved. If additional information is received in the future, re-assessment of the reported incident will be conducted, and supplemental reports filed as required. The reported event is unconfirmed, and an evaluation of the returned device by the manufacturer found that the device is fully functional, and each system performance is as specified. After conducting functional tests, there was no evidence for possible malfunctions of the device. A review of the device history record sheet from the manufacturer found no abnormalities that would contribute to a device issue. The service history was reviewed and no data was found, please note the device was six (6) years of age at the time this report was received. (B)(4). The instructions for use (IFU) provides the user with detailed information regarding proper care and use of this device. Per the IFU, the user is advised that a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instrument. The user is also advised to ensure that electrical insulation and grounding is not compromised. It is also noted in the IFU that "the manufacturer stipulates that qualified personnel or hospital technicians must regularly test the device to assess its functionality and technical safety. The device needs to be serviced at least every two years." No additional action will be taken at this time, however this product will continue to be monitored via returns, customer feedback and the conmed complaint system.

Manufacturer narrative:
Additional product code is gcj. Health affect clinical code 4580 chosen as a patient death was reported, however no details were provided as to cause. No appropriate code for "death" was available. The device in question has been received by the contract manufacturer and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification from w.o.m world of medicine (B)(4), of an incident involving an airseal as-ifs2 unit, serial (B)(4) that occurred in (B)(6). The only information provided to conmed on 31august2020 was that " last week we have received initial information about a patient death in the central op involving an airseal ifs insufflator unit. " although multiple request for clarification have been made, no additional information has been provided at this time. The reporter has advised conmed that no information has been provided to them by the hospital. A conmed representative has reached out to the hospital directly and the doctor, whose contact information was provided by wom, declines to provide any information at this time. The cause of death has not been confirmed and no date of event was provided. No allegation of defect or issue with the airseal device was made. This MDR reporting is being raised on the reported patient death.